Event description:
It was reported the cutter was not working. The dr removed the probe from the pt's breast and flexed the cable and the driver started working. The probe was placed back in the breast and the case was completed with no pt consequence. The customer noted the cable on the side of the driver looks worn at the strain relief. The device will be returned.